Manufacturer narrative:
The product has been returned for analysis. A supplemental report will be filed upon completion of the analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, echocardiography showed mild paravalvular leak (pvl). No treatment was reported. Seventeen days following the implant of the valve, moderate pvl was identified. Dyspnea with exertion was reported as possibly related to the pvl and medication was provided. At the 30 day follow up appointment, the patient presented with worsening symptoms including shortness of breath with walking, increased hypertension, volume overload and audible murmur sounds. A transesophageal echocardiogram (tee) forty-eight days following the implant of the valve, indicated moderate paravalvular leak (pvl). Sixty-six days following the implant of the valve, the valve was explanted and surgically replaced with a surgical aortic valve. Two days following the implant of the surgical aortic valve, no paravalvular leak (pvl) was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that during the initial valve implant, moderate pvl was noted. A post-implant balloon aortic val vuloplasty was performed and reduced the pvl to mild. No adverse patient effects were reported. Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received submerged in clear 0.2% glutaraldehyde solution. Two leaflets were in the closed position and one leaflet was opened towards the frame wall. All leaflets were tan-brown, slightly stiff yet flexible except where host tissue extended from the inflow and outflow. A fold on the belly one leaflet was observed. Two commissures were intact and one commissure was partially encapsulated with pannus, however, this commissure was intact. A thin layer of off-white pannus was observed on the luminal surface of the skirt. Multi-focal tan-white pannus was noted on the abluminal surface of the skirt. Pannus lined the margin of attachment of one leaflet and partially to two leaflets. Remnant host tissue was adhered to the lunula of one leaflet. An unknown amount of pannus may have been removed during explant. Updated data: h6 method and result codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated data: h6 eval code-conclusion code conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Analysis of the returned valve found that two of the leaflets to be in a closed position with one leaflet in an open position. The leaflets are tan, stiff but flexible. There is pannus observed on the surface of the skirt and the leaflets. Image files were received for review. There are no valve load checks related for this event. The imaging provided confirms a valve was deployed to 100% but there was no imaging confirming is there was pvl at the time of implant. The evidence provided confirmed that at a later date the transesophageal echocardiogram (tee) confirmed there was moderate to severe pvl seen on the color flow doppler. The imaging provided cannot confirm the other events stated in the event description. In addition, the explanted device was sent to pathology. Summary of the gross evaluation of the device reported that the frame was well-expanded and measures 50 millimeter (mm) in length and 30 mm in diameter at the inflow. The outer surface of the frame showed minimal amount of adherent soft tissue. The luminal aspect of the outflow also showed a minimal amount of adherent soft tissue. Thin tan-white tissue was seen at the base of all 3 leaflets on the aortic surface at the leaflet-device interface. The leaflets were tan, coapt appropriately, and all leaflets were pliable and without tears, vegetations, or thrombus. A linear wrinkle is seen on leaflet 2 extending from the base to commissure that does not impact coaptation. Otherwise, the leaflets were smooth. For orientation purposes, the ventricular free edge of the leaflet was inked blue. Imaging evaluation showed an intact valve without fractures. There was no evidence of calcification involving the leaflet or valve frame. Summary of the histologic assessment: the bioprosthetic valve leaflets were histologically examined and showed minimal changes consistent with the duration of approximately 3 months implant. The leaflet 1 and leaflet 3 showed organizing thrombus at the base of attachment of the leaflets on the aortic surface with mild focal thrombus deposition which was focal. Maximum fibrin deposition was observed on the l3 leaflet with a score of 2 on the aortic surface, also interspersed within the thrombus were inflammatory cells and some of these were eosinophils. The leaflet 2 leaflet showed the least fibrin deposition but mild inflammation was seen which varied from single to multilayered and was focal, without any infiltration into the underlying collagen leaflet. The valve structure did not show any degeneration or calcification. (Refer to report for detail leaflets histologic). The cv pathology report noted thrombus under the histologic assessment. This was not noted and seen during the initial lab analysis, performed in medtronic laboratory. It should be noted, that a number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient conditions, and its presence and rate of formation is largely dependent on patient condition. Based on the product analysis, pathology report, and image review, the reported pvl was confirmed. However, a conclusive root cause could not be determined. There is no information or evidence to suggest a device quality deficiency that may have caused or contributed to the pvl. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.